Event description:
Pt undergoing procedure to remove stricture from urethra. Blade on end of cystoscope broke off in pt. Urologist able to successfully remove broken portion of blade by grasping with end of cystoscope. Slight laceration to urethra occurred that should heal with no permanent sequelae to pt.